Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that they could not synchronize the patient programmer (pp) with the ins. Troubleshooting revealed the antenna was the issue as it seemed to synchronize without the antenna. The patient will receive a new antenna. No patient symptoms were reported. There was no patient harm or injury.